Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited a distal fiber breakage, dents on distal edge and cracks on side of video connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: a distal fiber breakage, dents on distal edge and cracks on side of video connector. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited a distal fiber breakage, dents on distal edge and cracks on side of video connector. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction in previous emdr. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.